Event description:
It was reported that the micro reciprocating saw leaked an oil-like substance during set-up for a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Visually, the handpiece was not leaking upon inspection. The handpiece passed functional testing. The presence of a substance being emitted from the handpiece could be caused or contributed to by the presence of fluid inside of the device.